Manufacturer narrative:
(B)(4). . Batch # m53r3r. Result code: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An gst60w cartridge reload was received partially fired 1/16 not loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The reverse button force worked as intended. The reported event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure, the device was used to anastomose pulmonary artery. The device could not open after firing. Reverse blade reverse button was tried for a few times. The jaws finally opened by pulling manual lever. Plus, the staples were malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.